Event description:
Customer reported cracked and shattered touchscreen on their pump, rendering it illegible and unusable. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.